Event description:
Patient was on x-ray table for abdomen films, and the machine made the audible exposure sound, yet no image appeared. Techs both questioned each other if they had heard what they thought they had heard, since no image appeared. Tech hit the exposure again, and again heard the alert sound, and the image appeared. Tech repositioned the patient for the final image, but the machine would not shoot. Waited about a minute and tried again, then it shot. A "snapshot" was taken for the shop and ge to review.